Event description:
It was reported that pump displayed a cartridge change error that continued even after customer tried to load multiple new cartridges using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump pneumatic area, cleaned pump as instructed, and attempted to reload cartridge but was unable to complete load process, so customer service assisted with filling and loading new cartridge, arranged replacement pump under warranty, instructed customer to use multiple daily injections for backup insulin, provided guidance on storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning problematic pump using pre-paid label.